Event description:
The reporter stated that the inserted a 12.5 mm icm125v4. Implantable collamer lens in 2005. Due to excessive vault, elevated iop, narrowing of the angle and shallowing of the acd, the lens was exchanged for a shorter length icl 4 mos later. Post-op ucva is 20/20.